Event description:
It was reported that a patient presented with excessive battery discharge on their pacemaker (pm). No changes or intervention was reported. The patient condition was not known.

Event description:
Additional information received notes that the physician elected to explant and replace the pacemaker. The patient condition was stable before, during, and after the procedure.